Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the complaint states: ¿it was reported that the cement (p/n: 3172080) was not able to use during the tka surgery on (B)(6) 2019. It was recognized that the product which was in the clean area was breaking through the sheet (lid) when the surgeon attempted to open it. Thus, the surgeon judged not to use the cement due to unable secure cleanliness. The surgery was completed within a 30 minutes surgical delay by using alternative cement and there was no adverse consequence to the patient. No further information is available.¿ the sample was received for examination. The is a hole in the bottom right corner of the blister lid, and this confirms the complaint description. There is no evidence that the hole was caused by the components inside the blister tray poking out; the edges of the tear in the blister lid point inwards, indicating that force was applied from outside the packaging. There are additional signs of damage to the plastic unit bag that serves as an extra layer of protection. The hospital did not return the cardboard unit carton, or foil pouch that serve as the external packaging for this product. Dva-104409-fde rev 10 was reviewed, and this failure mode is included on line 520. The risk is considered ¿as low as possible¿ and cannot be further mitigated. In conclusion, it would appear that the damage has been caused during the storage or possibly transport of the unit. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot number. Final quantity released: (B)(4), expiry date: 31-mar-2020, final micro and sterility tests passed. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cement (p/n: 3172080) was not able to use during the tka surgery on (B)(6) 2019. It was recognized that the product which was in the clean area was breaking through the sheet (lid) when the surgeon attempted to open it. Thus, the surgeon judged not to use the cement due to unable secure cleanliness. The surgery was completed within a 30 minutes surgical delay by using alternative cement and there was no adverse consequence to the patient. No further information is available.